Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred during dwell five on the homechoice device. It is unknown if the patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.